Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the pin from ar-9207s kit (lot:11536563) was introduced into the ar-9401-13 cut guide. Pin bound up in cannulation causing guide to spin and breaking off two ar-9202 version rods. Pin was not able to be removed from guide.